Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6)2023. The patient experienced a sensor issue after the sensor had been inserted in the abdomen. The patient was aware the sensor had failed during warmup. He reportedly attempted to start 4 sensors and received a sensor failed error each time. An unspecified time after a sensor failure, the patient felt ill at work and vomited. He went home and vomited again, laid down, and fell asleep. There was no mention of bg (blood glucose) or cgm (continuous glucose monitor) reading during that time. The patient woke to his ex-wife yelling for him to open the door. He attempted to open the door but fell 3 times in the process and hit his head. He experienced distortion and lack of focus. The ex-wife called an ambulance. The patient was experiencing diaphoresis, vomiting, and felt the blood glucose was very low. The patient does not have a bg meter, so no bg was checked during the event. The patient was transported to the hospital and treated with an unspecified IV and carbohydrates. He was discharged after 5 hours when the sugar level stabilized. There was no mention of bg taken at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine and back at work. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.